Manufacturer narrative:
Product event summary- the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure the physician could not remove the the guidewire. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).